Event description:
Subsequent to the initially filed information. The following information was received (B)(6) 2021. It was reported on (B)(6) 2021, a 8/6 pda was chosen for procedure.

Manufacturer narrative:
The reported event of device deformation upon deployment could not be confirmed. The investigation confirmed, the device met visual and functional specifications when analyzed at abbott. One photo and two videos were received from the field, which appeared to show tilted deformity in device upon deployment. The device history record was reviewed, to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported on (B)(6) 2021, a 5 mm amplatzer duct occluder was chosen for procedure. During procedure, as the user attempted to deploy the device developed into an unintended, irregular shape (see video for reference). The decision was made to exchange the device for a new one. The device was removed and a new 5 mm amplatzer duct occluder was chosen. The procedure was completed successfully. The patient remained stable throughout the procedure. The event did not cause a clinically significant delay and there were no patient consequences. No additional information has been provided.